Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Medtronic representative was present at the time of the incident and evaluated the system, discovering that the dongle was loose. Upon readjustment, system was fully functional. A full system checkout was successfully completed, with all checks passing. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic representative reported that during a spinal fusion case, the imaging system gave an error indicating that the e-stop was engaged when it actually was not. Medtronic representative discovered that the dongle was loose, which caused the issue. Upon readjusting, the issue was resolved. However, this caused a 30 minute delay to procedure, and the site discontinued use of the imaging system. A c-arm was brought in and used to complete the procedure, with no adverse effect on patient outcome.